Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working and had button error. Customer's blood glucose level was unknown. Customer stated that time clock for one minute does not advances. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.